Event description:
Report received from the USA stating that the device "does not function". The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. (B)(4) evaluated the device, and the reported problem was not confirmed. The unit was found to function during testing. However, it was observed that the exhibited vibration due to damage to the locking mechanism. The damage was consistent with improper assembly of a cutting bur or drive shift of an attachment into the motor. In addition, the unit exhibited signs of improper or ineffective cleaning. If add'l info is received, a supplemental report will be sent. (B)(4).